Event description:
Upon completion of and endometrial ablatiion using novaure. Physician could not get the disposable device to retract which made it difficult to remove the device from the patient's uterus. The company representative was called, and device was safely removed from patient.